Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. It was found out of specification with respect to constant downstream occlusion alarms, which were not reproduced. Downstream occlusion alarms were confirmed through a review of the event history log. The downstream sensor was found to have high, out of specification current counts. The device was calibrated to ensure proper occlusion detection. (B)(4).

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. Any patient involvement, injury or medical intervention is unknown.